Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgery. It was reported that there was a disconnection of the hardware approximately 18 months post-op. No patient complications were reported.